Manufacturer narrative:
Device not returned to manufacturer.

Event description:
(B)(4) a customer in the united states notified biomérieux of a complaint regarding a warning message on the myla® server indicated as an error code 6 instrument change involving four (4) bact/alert® sn culture bottles for four (4) patients. The bottles were loaded into the system on (B)(6) 2016. The customer described their system configuration as including bact/alert® 3d (version: b.40 rel 4) and myla® (version: 3.3.2-5). The customer reported that they did not relocate any bottles and stated they performed gram stain and subculture on two (2) of the four (4) bottles. The customer was directed to gram stain and subculture all four (4) bottles. The customer indicated one bottle as being "false positive flagged." The customer did not report adverse events or negative patient impact associated with this issue. A biomérieux investigation was performed. As the myla® server performed as intended by preventing an update to the database for this patient record, and instructed the customer regarding culture bottle handling, there was no myla® malfunction. Biomérieux opened an investigation to determine root cause of the trigger of the myla® alarm. The bact/alert® bottle label supplier (ccl) was notified that biomérieux had received a complaint for a duplicate bottle ID number. Ccl indicated the numbers were generated by a biomerieux-supplied software. The numbers are 100% scanned by ccl for no read, no scan, poor quality, and to ensure there are no duplicated bottle ID numbers within the set. As part of the ccl investigation, the numbers reported as duplicate were compared to a database of bottle ID numbers ccl had generated prior to biomérieux supplying the bottle ID numbers. The reported bottle ID numbers were confirmed to have been previously issued. Ccl concluded the root cause was that biomérieux had supplied bottle ID numbers identical to numbers ccl had historically generated. A "retain label analysis" by biomérieux confirmed ccl's conclusion on september 12, 2016. Further analysis of equipment configurations concluded "bact/alert® connected to observa®" or "bact/alert® connected to bact/view" could allow the result for a previous patient to be assigned to a new patient. However, investigation determined it is not likely that bact/alert® connected to observa® will impact results since the workflow delays linking the culture bottle to the patient record. In each case, the correct result will be assigned to the new patient record upon completion of the bottle test. In addition, clinical environment mitigations decrease the likelihood of an erroneous result going unnoticed. Clsi guidance m47-a, principles and procedures for blood cultures, regarding the required number of blood culture bottles indicates "a single culture bottle is clearly inadequate ..... Multiple sets would help a clinician to distinguish .... ." As this guidance is expected to be followed by laboratories, other bottles within the set may be positive as well and it is unlikely that a doctor would stop empirical therapy because of one negative blood culture bottle result reported from the lis. The expected preliminary result would most likely be negative-to-date rather than the negative that is potentially reported due to this issue. Cumitech also states "it can be concluded from available data that two to four blood cultures are necessary to optimize detection of bacteremia and fungemia." Cumitech 1c, blood culture IV, states that prior to leaving the patient's bedside the following details are to be included on culture bottle label(s): two unique identifiers (e.g. Name, birthdate, social security number, etc.); collector's name, employee number, and/or employee code; collection site (e.g. Vein, arm, leg, etc.); the amount of blood collected, if different from the culture bottle requirements) if the bottle is called positive, the technologist will unload it to subculture and gram stain. Proper bottle labeling by the user makes it likely that the negative result initially reported would be detected. Additionally, if the bottle is true positive the physician is immediately notified and the result is updated in the database management system (i.e. Observa®) or laboratory information system (lis). Therefore, it is highly likely that the false initial report would be detected and the positive result will be reported for the correct patient. Health hazard assessment (hha) by medical doctor indicated the issue is not expected to have a negative impact on patient health due to both product mitigations, as well as mitigations that occur in the context of the clinical environment. Even though there is no necessary corrective action needed in the field, this event is being reported under 21 cfr 803, medical device reporting as a reportable malfunction.